Manufacturer narrative:
Correction: have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was now disabled due to the unit no longer working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had been waiting over two years for the replacement of their implantable neurostimulator (ins). The patient stated that their pain and their back had gotten so excruciating that it caused numerous falls. Two or more of the falls had caused their right knee cap to rise 30%, which resulted in scar tissue and fluid, causing even more pain. The patient reported that they have had two knee replacements in the last year. It was noted that the falls were caused by the patient¿s nerve pain that was wrapping around their leg. The patient stated that the pain would get so bad that they could not feel their leg at times and that even a cane or use of their service dog wouldn't help. The patient mentioned that their clinic put them on 75% fentanyl and recently had an addition of norco due to the ongoing pain. The patient was off norco and reducing their fentanyl previously, but now the unit no longer helps them. It was noted that the ins had been tested and re-tested, where it was determined that the unit and leads worked but the battery did not. The patient reported that the ins had not worked for two and a half years. The patient mentioned getting conflicting information that the battery was functioning just fine, and that the device needed to be replaced. No further complications were reported or anticipated. Indications for use are failed back surgery syndrome and spinal pain.